Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Erased and reset nodes, reloaded calibration files and replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service

Event description:
It was reported that intermittently the 9800 system would not boot properly. The system would become stuck on 12 arrows. There was no report of patient injury.